Event description:
It was reported that the correct pad recognition did not work anymore. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).